Manufacturer narrative:
Product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed with a 23 mm non-medtronic balloon. During the bav, it was noted that the balloon went in the left ventricular outflow tract, then was pulled back, and the balloon went up again into the aorta. The delivery catheter system was unable to be advanced via left femoral artery access because of tortuous anatomy. The patient¿s blood pressure rapidly declined, and hemoglobin went from 12 to 4 grams per deciliter within a period of five minutes. Chest compressions were initiated. With the patient almost stabilized, the valve was implanted via right femoral artery access. Internal bleeding was noted and an unspecified number of units of blood were transfused to the patient. The physicians could not locate the source of the bleeding. Subsequently, the patient died. The cause of death was not received. An autopsy was not performed.

Manufacturer narrative:
Correction: product analysis: the device was discarded, therefore no product analysis can be performed. Corrected data: fdm code b18 replaces previous fdm code 4114. Additional information: conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Difficulties advancing the delivery catheter system (dcs) through patient anatomy is known to be related to procedural factors, user technique, and/or patient anatomy (angulation, calcification, tortuousity, etc.). In this case, it was noted that the patient had a tortuous anatomy. This indicates that the probable cause of the advancement difficulties was challenging patient anatomy. However, the cause of the advancement difficulties could not be conclusively determined with the available evidence and a relationship to the dcs cannot be established. The device instructions for use (IFU) instructs "if there is a significant increase in resistance, stop advancement and investigate the cause of the resistance (for example, magnify the area of resistance) before proceeding. Do not force passage. Forcing passage could increase the risk of vascular complications (for example, vessel dissection or rupture)". The rupture and subsequent bleeding may have been caused by force applied to advance through the reported tortuous anatomy. However, with no angiographic evidence for review, the cause of the bleeding cannot be confirmed. Cardiovascular injuries such as iliac rupture, bleeding, and patient death are known potential adverse patient effects per the device IFU and may be impacted by many factors including the patient's pre-procedural condition and procedural factors, as well as factors related to the device. There is no information to suggest a device malfunction or a failure to meet manufacturing specifications was related to this event. Updated data: h6 (ime codes, imf codes, fdr code, fdc code, and fdm code b14). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected data: d4. Lot number. The lot number of the delivery catheter system was inadvertently left off of the initial medwatch report. Updated data: b5. Additional information was received that the physician believed the patient died of a ruptured iliac. No additional adverse patient effects were reported.  H6. Patient code added. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.